Manufacturer narrative:
Investigation: bd received a q-syte extension set from lot 8115567 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a tear to the slit of the septum's top disk. The top disk also appeared to become unglued from the rim and was pushed into the adapter. Based off the visual inspection the engineer was able to verify the reported defect. However, there was evidence that enough adhesive was applied to the septum and rim during production to create a stable bond between the two. This disconnection was most likely caused by external forces after the manufacturing process.

Event description:
It was reported that leakage occurred with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "the nurse noticed that the septum of q-syte sunk in in transfustion on the 2nd day of placement. Which caused the leakage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter, "the nurse noticed that the septum of q-syte sunk in transfustion on the 2nd day of placement. Which caused the leakage."